Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently stopped the insulin delivery and did not notice until the next morning. The blood glucose (bg) level was 495 mg/dl and a bolus via the pump was delivered to address the bg level.